Manufacturer narrative:
On (B)(6) 2018. On 10jan2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the ventilator o2 flow testing was out of tolerance- no patient involvement. Event date not specified; estimate used.

Manufacturer narrative:
Date of report: 16jan2019. Date rec'd by MFR: 11jan2019. The customer stated that the flow sensor was replaced to address the issue and the unit passed all tests. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.